Event description:
During incoming inspection, it was found that the high pressure alarm did not function (exceeds 100+ cmh20) when set to the 60 cmh20 setting. The service technician found that by adjusting p7 on the interface pca he subsequently performing the high pressure alarm c.0. Which is performed to prevent this from happening again. Unit passed all final test specifications.